Event description:
It was reported that the battery pack became hot during the procedure and the plastic casing melted. The procedure was successfully completed using a back up device with no delay. There were no allegations of adverse consequences associated with this event.

Manufacturer narrative:
The device was rec'd by the MFR for investigation. The investigation is ongoing. A follow up report will be filed when the investigation is completed.